Event description:
It was reported that during an open reduction internal fixation (orif) of an acetabulum, one of the middle metal pieces of the clamp that holds the two arms together broke. The welding sheered off the clamp, the surgeon used another clamp to complete the procedure. The procedure was prolonged for about 5 mins. There was no harm to the patient noted. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the returned device was received in 3 pieces. The pivot pin/piece has broken off and a small portion was returned for evaluation. Small spots of corrosion exist in multiple locations. Corrosion exists in the area where the pivot pin broke off. A small portion of the pivot piece that was broken off during the procedure was returned for evaluation. However, the pivot piece looks to be pressed in and possibly welded to one of the halves of the forceps. Very high loads can be placed on these forceps, through the pivot point. The manufacturing configuration for attaching the pivot point piece may not be the most robust for this application. In relation to the forceps, 398.88, which is used for the same purpose, longer length for larger patients, the pivot point is attached differently. The pivot point on 398.88 appears to be threaded in from the opposite side of the attachment for the other half of the forceps. This would be more robust as the pivot point would have to pull through the threads and the entire thickness of the forceps. Based on the evaluation of the returned part and a comparison to a very similar instrument, it appears that the connection of the pivot point is not robust enough to handle the loads applied. For this particular instrument, this is sufficient to support that the robustness of the pivot connection is not adequate. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered valid from a manufacturing perspective. A CAPA risk assessment was completed for the identified non-conformance. Based on the results of this risk assessment a CAPA will not be initiated.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.